Manufacturer narrative:
Initial and final MDR 1966599 - MDR 3003442380-2024-25059 - device 4 of 9 e1: patient city: (B)(4). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issue of 9 infusion sets leakage issue on (B)(6) 2024.the sets were not in use for even a day, and started leaking from the tubing, were it attaches to connector. No further information available.